Event description:
It was reported that a catheter issue occurred. The chronic totally occluded target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. The opticross peripheral imaging catheter was advanced over a v14 wire but could not cross the lesion and was removed. The lesion was dilated using a 2.0 balloon to allowed the catheter to cross. When the catheter was turned on, the end of the device had a whipping motion. The device was shut off and removed intact, with no harm to the patient. Another of the same device was used to complete the procedure. However, device analysis revealed a catheter twist and detached marker band.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and tip were kinked, a catheter twist began 11 cm from the lap joint sections, and the tip marker band was detached and not returned for analysis. It was also noted that there was imaging core windup with a broken shaft beginning 44.3 cm from the distal end of the connector shaft. Microscopic inspection revealed the tip was kinked and torn with the marker bad detached, and that the guidewire exit port was torn. Impedance testing showed an electrical open at the proximal wave form.